Event description:
The pt was walking stairs during physical therapy post-op, stepped down hard, and fractured their femur. It should be noted the pt had bad bone. The surgeon had to revise the stem and the head. The explants will be returned for analysis. Ref MFR#: 3005180920-2015-00094.